Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. The patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and the procedure was completed. The location of the perforation was not specified. Heparin was used during the procedure and the patient's act remained above 300 throughout the procedure. The patient is currently in stable condition. There were no performance issues with any abbott devices.